Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she lost consciousness multiple times due to low blood glucose levels. During a recent event, customer stated that she lost consciousness and was given glucose tablets by her husband. Blood glucose level at the time of the incident was 37 mg/dl. The insulin pump was not replaced or returned for analysis.